Event description:
The customer reported that she was hospitalized due to blood glucose levels as high as 558 mg/dl, dehydration and high ketones. The customer stated that she was treated with insulin and fluids. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.